Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Customer consumed carbohydrates and orange juice to address bg level. The customer reverted to manual injections for insulin therapy.